Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was found that the image was not displayed due to the failure of the imaging unit. The cause of the failure of the imaging unit could not be estimated. However, it was surmised that the causal link between the video cable defectiveness and the visible damage was likely due to the use of a pointed or sharp object which might have come in contact with the cable. It is also likely that the image problem reported is related to the cut mentioned as well as the cable twisting. The cause was likely due to a customer mishandling issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated at rrc (regional repair center) olympus (B)(4). Device evaluation confirmed the customer reported issue of "no image". No image was shown when connecting the device to the video processor due to defective ccd (charge-coupled device) sensor. When inspecting the condition of the sensor, no signs of humidity were identified. Furthermore, upon checks, the cable condition revealed a cut and also a twisting on its sheath. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the device does not have an image. The issue found during an unknown event. There is no patient involvement associated on this reported event. No user injury reported.